Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 100ct intl roche. The following information was provided by the initial reporter, "customer reports that the accu-fine needles get blocked either before or during use, issue occurred 5 times so far. Customer called back. She was able to screw the needles."

Manufacturer narrative:
H.6. Investigation: ninety three sealed and two open 32g x 4mm pen needle samples were returned from lot. No. 9176415, cat. No. 320658. Visual examination was carried out on the two opened samples and a bent non patient end of cannula was observed on both samples. Due to the condition the two opened samples were received no clog testing could be carried out. A clog testing was carried out on the ninety-three sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 100ct intl roche. The following information was provided by the initial reporter, "customer reports that the accu-fine needles get blocked either before or during use, issue occurred 5 times so far. Customer called back. She was able to screw the needles."